Manufacturer narrative:
The account provided new information that the initial information provided was incorrect. The account did not repeat the architect hbsag or the architect anti-hbc sample in duplicate per package insert requirements. No impact to patient management was reported. Based upon this new information, this complaint is no longer a reportable event and no further follow up will be provided.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported a (B)(6) result on one patient. Results provided: (B)(6) 2020 sid (B)(6), murex eia neutralization assay = positive. Patient was retested (B)(6) 2020 and both tests were (B)(6). Prior to (B)(6) 2019, patient testing was also (B)(6). No impact to patient management was reported.